Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated erroneous results for one patient sample without suspect messages. The patient sample was analyzed on the instrument and generated elevated lymphocyte results. Due to the high lymphocyte results, the patient sample was reanalyzed. Upon comparison of initial results to manual slide review and retests on the same analyzer and a backup analyzer, the customer found that the instrument had generated false high lymphocytes, false low neutrophils, and false low monocytes. The erroneous patient results were reported out of the laboratory; there were no reports of impact to patient treatment in connection with this event. The patient results were amended and reported. The patient was discharged without issue.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the multi-transducer module (mtm) required an adjustment and performed an mtm optimization that included phase adjustments, which resolved the issue.